Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was observed and attributed to the lcd display cable that was not properly seated. The lcd display cable was reseated to correct the reported problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.